Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the camera head was flickering and that the medical procedure was not completed.